Manufacturer narrative:
Siemens healthcare diagnostics inc. Is investigating the cause of the two glass slides being mislabeled on the advia autoslide system.

Event description:
Two mislabeled glass slides were produced on the advia autoslide system. The first glass slide was labeled with the correct patient name but with the patient sample identification (sid) number for the subsequent glass slide. The subsequent glass slide was labeled with the correct patient name and no sid number. No incorrect results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the two glass slides being mislabeled by the advia autoslide system.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (2432235-2016-00162) on april 8, 2016. September 14, 2016, additional information: siemens healthcare diagnostics inc. (Siemens) has investigated the mislabeling of two glass slides on the advia autoslide system and has determined that there are no issues with the printer control board. Siemens has determined that this is an isolated incident at this customer site and is recommending that the advia autoslide system be replaced at this account due to the age of the system and its heavy use. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.